Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.